Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Oversensing and noise was reported. Lead revision was recommended. The lead remains implanted.